Manufacturer narrative:
(B)(4). The returned polari loop ureteral stent was analyzed, and a visual evaluation noted that the stent was detached in three pieces in the middle section of the stent shaft. The suture was returned properly loaded in the loops and the loops were in good shape. No other problems with the device were noted. The reported event was not confirmed. The analysis of the returned device revealed that the stent was detached in three parts at shaft middle shaft section. The problem found could have been generated by the user or due to the interacting/handling/manipulation of the device during preparation or the interaction with other devices. Additionally, the suture string was returned loaded and the device was received out of original package, evidence that the stent was manipulated. Therefore,"adverse event related to procedure is selected as the most probable root cause for the complaint. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during preparation and the device had no influence on the event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a polaris loop ureteral stent was used during a kidney stone procedure in the renal pelvis, performed on (B)(6) 2020. During unpacking, the stent coil was found detached. Another polaris loop ureteral stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation finding of stent shaft broken.